Event description:
It was reported that the insulin pump alarmed during manual prime. The blood glucose reading was 107mg/dl. Advised to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked reservoir tube, and missing end cap sticker.